Event description:
It was reported that the inner sterile packaging in the side of b is opened. One product was involved in the event. This event occurred during surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event is not confirmed as the pictures received doesn't show us that the inner cement pouch sealing was opened. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, batch a803bd2502 were manufactured on 6 september 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 2 complaints have been recorded for refobacin bone cement r 1x40 g, batch a803bd2502 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). A CAPA has been initiated in order to implement actions to avoid the recurrence of this type of issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). (B)(6). The device was not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that 2 187 products refobacin bone cement r 1x40g, reference 3003940001, batch a803bd2502 were manufactured on 6 september 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging in the side of b is opened. One product was involved in the event. This event occurred during surgery. No adverse events have been reported as a result of the malfunction.